Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the keyboard and encoder flex were out of specification.

Event description:
The external pulse generator had been used as a loaner, was returned and subsequently tested out of specification at the manufacturer. No patient involvement or complications have been reported as a result of this event.